Event description:
It was reported by the peritoneal dialysis registered nurse (pdrn) that the patient had an accidental disconnection event which occurred from the patient line and the homechoice (hc) machine during the dialysis treatment. The physician placed the patient on prophylactic antibiotic treatment. The patient did not have any infection or peritonitis. There was no patient injury or adverse event indicated at the time of the report.

Manufacturer narrative:
(B)(4). The actual date of the event was an unknown date in (B)(6) 2013. The sample was not returned and the lot number was unknown, therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.